Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation.

Event description:
It was reported that a surgical intervention was performed due to instability. The liner and the head were removed.